Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. The reported patient effect(s) of angina, occlusion, and death are listed in the xience v, everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a st elevated myocardial infarction and the procedure was performed to treat a de novo lesion in the proximal left anterior descending coronary artery with moderate calcification, mild tortuosity and 80% stenosis. After serial pre-dilatation with 1.5 x 12 mm and 2.0 x12 mm balloon catheters, a 3.0 x 23 mm xience v stent was deployed at the lesion. Dual antiplatelet therapy was commenced for the first hour post procedure. Post procedure, the patient developed chest pain, angiography was completed which noted reduced flow but no stent thrombosis was confirmed. Balloon angioplasty was performed to treat the reduced flow; however, 24 hours post additional intervention the patient expired. It was not known if the stent caused or contributed to the patient death. No additional information was provided.